Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to difficult to inflate the device. All the components were explanted and replace. No patient complications reported.